Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 3.5mm x 23mm, concentric, de novo target lesion containing a >45 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation with a 2.5 balloon catheter, a 3.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device and post-dilatation was performed with a 3.5 balloon catheter. There were no patient complications nor injuries reported and the patient's status was stable.